Event description:
It was reported that the patient presented to his physician for an increase in seizures. Upon interrogation and diagnostics, high impedance was observed. The patient was referred for replacement surgery and x-rays were ordered. Follow up with the patient's mother revealed that the patient's seizure frequency and intensity were increased and that the patient was becoming weaker. There was no reported trauma that could have contributed to the high impedance. Clinic notes received by the manufacturer indicated that when the patient's increase in seizures began, the patient's mother suspected that something was wrong with the vns. The x-rays have not been reviewed by the manufacturer to date. A review of device history records revealed that the lead passed quality control inspection prior to distribution. Follow up revealed that the patient getting weaker was a report of fatigue caused by the patient's seizures and the increase in seizures were below the patient's baseline. The patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During attempts at product return, it was revealed that the explanted products were discarded in surgery.